Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire entrapment with a catheter occurred. Vascular access was obtained through a 4f introducer sheath via the left radial artery. The physician was treating a 90% stenosed lesion located in a moderately tortuous and mildly calcified left radial vein shunt. This 180cm platinum plus guide wire was advanced and crossed the lesion without difficulties. A pathblazer balloon catheter was advanced over the wire and inflation was performed to 10atms, 14atms, and 18atms to dilate the lesion. The physician then wanted to perform angiography, but was unable to remove the balloon catheter. The balloon catheter had become stuck on the guide wire. The guide wire, balloon catheter, and introducer sheath were removed together and intact. The introducer sheath was then reinserted, another 180cm platinum plus guide wire was advanced, and a different sized balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.